Event description:
It was reported that during a slh procedure, the white tissue pad came off and fell into the patient. It was retrieved. A new one was used to complete the procedure. There was no patient impact.

Manufacturer narrative:
(B)(4). (B)(4). Information anticipated, but unavailable at this time.